Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose at time of incident was 438 mg/dl. The customer was advised to insert new aaa alkaline battery. The customer was advised to ensure the battery is securely fastened. Customer received failed battery test. Customer was advised to monitor pump. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown mg/dl. The customer was treated for high blood glucose with needle shot. Customer declined to troubleshoot for high blood glucose.